Event description:
Kimberly clark corporation received notice in 2005 alleging that a a patient had irritation with itching, soreness and swelling. According to the complaint, the patient visited a doctor who alleged that irritation was caused from the pads.